Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was "not working properly" and the customer was no longer using it for insulin therapy. Additionally, the customer experienced blood glucose (bg) less than 40mg/dl. Customer consumed carbohydrates to address bg level. No additional information was provided.